Manufacturer narrative:
Based on the report from the customer and the eval of the returned sample, it appears the feeding tube became occluded. Since it had been used for some period of time without difficulty, it was likely over time that feed and/or medicine built up on the feeding tube. It is possible that because of the occlusion, pressure was able to build up in the tube and cause the feeding tube material to balloon and eventually break. The IFU instructs the user to irrigate the tube routinely; in addition, the IFU contains a warning "vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube."

Event description:
Event desc: nursing staff noted patency difficulties with an enteral feeding tube several days after insertion. A kub (kidney, ureter, bladder) film revealed a piece approx two inches long had separated. The tube was removed. The clinicians are waiting for the two inch piece to pass through the pt's gi tract. (B)(6). According to the facility as of (B)(6) 2010, the pt was released and it is unk whether or not the remaining portion passed.